Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) investigation did not show issues related to complaint. A document assessment (fema) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported and determine a root cause. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges delamination of the internal wall of the endotracheal tube. The patient was in the prone position when the alleged issue was detected. The tidal volume was falling and required increasing the inspiratory pressures. It is reported that the user was unable to pass a suction catheter. The patient was re-intubated with a lma. The patient's condition is reported as ok.